Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing complete heart block, bradycardia and syncope. The remote monitor was unable to interrogate the implantable pulse generator (ipg). The ipg was not functioning and suspected to be eol. The ipg was explanted and replaced. The remote monitor remains in use. No further patient complications have been reported as a result of this event.